Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #30, it was verified its non- osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii and bone graft was executed.